Event description:
It was reported that the probe tips are breaking off. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
It was determined after receiving further clarification from the customer, this event was not a reportable event. This supplemental is being filed to identify an MDR was not required for this event.

Event description:
An update was received that the probe did not break off and this event is not reportable.